Manufacturer narrative:
The burs subject to this MDR were returned for evaluation. Upon visual examination under microscope, it was observed that there was no difference in the diamond coating between returned parts and new products taken from stock. Testing was performed on the returned parts and it was observed that there were no issues with cutting performance and the reported event could not be replicated. A full documentation review was carried out, no issues were identified which may have contributed to this alleged event. The root cause is undetermined. Another part number is associated with this MDR as follows; 5820-012-040; lot no. 09286017; expiry oct 2014.

Event description:
It was reported during a mastoidectomy surgical procedure that the burs were dull. It was also reported that this event did not impact the pt's outcome. It was further reported that other burs were readily available and the procedure was completed successfully.